Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up with a white display; interpose printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported the programmer turns on but does not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.